Event description:
A patient was returned to the or for removal of the left veptr implant which was replaced with a halo due to failed treatment of veptr "growing rods".

Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn as no device was returned and no catalog or lot number was provided. Manufacturing records could not be reviewed without a lot number. Note: this is 1 of 24 reportable veptr events received in 2090, from this healthcare facility.